Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_ext, serial#: unknown, product type: extension. Product ID: neu_unknown_lead, lot#: unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. It was reported the patient had seen an out of regulation (oor) message on the patient programmer since their ins was replaced two weeks prior to the report. The patient was supposed to be able to adjust amplitude, but was seeing oor with the doctor symbol when connecting with the ins. The settings were at 1.8 v (range 1.4 ¿ 2.4 v), 185 hz, and 330 usec pulse width. Electrode and therapy impedances were high, and the patient reported feeling electrical sensations. The cause of high impedance was not determined. Stimulation was turned off for safety reasons, and the patient was doing fine without stimulation. Revision surgery was initially planned for the beginning of the next week following this report, but additional information indicated that revision was no longer planned. No further complications were reported.